Manufacturer narrative:
H2) correction: b5 updated with additional information. H6: annex a code updated from a1601 (device alarm system) to a141102 (increase in pressure) and a140802 (failure to infuse).

Event description:
It was also reported that the patient silenced the alarm and followed the prompt. This been going on for 2 hours. Patient said they would change to another cassette and if they were still having issue, they would go to ER. Product fault occurred while in use by patient. Set flow rate and volume delivered are unknown. Product issue contributed to patient or clinical injury; the medical intervention provided was that the patient was advised to go to ER.

Manufacturer narrative:
H2) correction: img code corrected from g06001 (alarm) to g04105 (pump). D4 primary UDI number corrected. H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a high-pressure alarm then the medication stopped. There was no downstream blockage, kink, tubing clamp is opened, the extension set was placed correctly. Patient changed to new battery. Patient been getting medication on and off every 2-3 minutes. This is a continuous infusion. The device was replaced. The patient had a backup device that they were able to switch to, but the backup device had the same issue. Patient was not able to successfully continue their infusion. The patient was instructed to go to ER to be able to continue their life sustaining infusion. Outcome of the event is ongoing.